Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one 4.5mm cannulated screw, partially threaded (part# 214.560, lot and mfg date unknown) was returned with the complaint that ¿during a navicular - cuneiform fusion procedure, the cannulated screw broke at the junction of the threads and shaft while inserting. The proximal portion of the broken screw was retrieved; the distal fragment remains implanted in the patient.¿ upon receipt of this device it was seen that with the exception of one level of threading, the distal portion of the screw has broken off. The design of this device was found to be adequate for its intended use. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event during a navicular - cuneiform fusion procedure, the cannulated screw broke at the junction of the threads and shaft while inserting. The proximal portion of the broken screw was retrieved; the distal fragment remains implanted in the patient. The procedure was completed using another screw in a different location. There was a surgical delay of an unknown amount of time. The condition of the patient is stable. This report is 1 of 1 for complaint (B)(4).